Event description:
Customer called to report getting readings that she doesn't believe are correct. Analysis run on clark error grid using mean avg readings (44) as reference point vs. Bd readings (33, lo, 78) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.